Event description:
Roticulator endo grasp 5 mm used during procedure. Black plastic covering instrument splintered during use, three pieces removed, abdominal cavity search completed by physician and portable x-ray done. No residual pieces of plastic identified. No patient harm.

Event description:
Roticulator endo grasp 5 mm used during procedure. Black plastic covering instrument splintered during use, three pieces removed, abdominal cavity search completed by physician and portable x-ray done. No residual pieces of plastic identified. No patient harm.